Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the force bipolar instrument became stuck on tissue, causing injury to the bowel. The surgeon was using the force bipolar instrument on small bowel when it was mentioned the instrument was in a unusual position and was slightly out of view of the camera. The surgeon the brought back the instrument into view when it looked like the metal fenestrated part of the force bipolar- a thin piece had broken off. No cables were frayed or broken, the instrument was not in strong grip mode, and it did not look like any pieces were missing from the instrument. The surgeon was not able to open the force bipolar instrument, and therefor was unable to release the small bowel tissue it was grasping onto. Technical support engineer (tse) was called to help walk through the site to put the system into a fault state. The use of the instrument release key (irk) was attempted but would not turn and was unsuccessful to release the jaws of the instrument and tissue. The surgeon then used an additional instrument and was able successfully to release the jaws of the force bipolar instrument and the small bowel. Due to the events the small bowel sustained a tear, which was then successfully repaired with suture. The jaws of the force bipolar instrument were not aligned and the staff was unable to remove the instrument through the cannula. The universal surgical manipulator (usm) was undocked and the instrument was then removed together with the cannula. The port site was not enlarged due to the event. No additional bleeding occurred due to the injury. The cannula was reinserted, the usm was then docked and a new force bipolar instrument was opened and used for the remainder of the case. The procedure was completed robotically with no further complications. Intuitive surgical, inc. (Isi) has attempted to obtain additional information from the surgeon but was unsuccessful.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the force bipolar during this reported event for failure analysis investigations. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no additional related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. Received the forced bipolar instrument associated with this complaint. Failure analysis confirmed the reported event. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the proximal end. The common causes of the failure mode attributed to a component failure. Additionally, the instrument was found to have a loose grip cable at the distal end. Loose instrument grip cables are attributed to a loss of cable tension due to a broken grip cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. The common causes of this failure mode are attributed to a component failure. Additional follow-up information was obtained. It was confirmed that the surgeon was moving the small intestine out of the surgical field when the event occurred. Which resulted in a small serosal tear to the small bowel that was repaired with silk suture. No additional bleeding occurred due to the event, and the force bipolar instrument was able to be safely removed from the cannula without any further complications. A new force bipolar was utilized for the remainder of the procedure. The only additional impact the patient received due to the event was additional surgical time and anesthesia intraoperatively. The surgeon cannot explain why the event occurred as the force bipolar was within view the entire time and the tips locked and would not release the tissue. The patient is recovering well, with no evidence of complications or residual problems.